Manufacturer narrative:
This report is being submitted as follow-up #1 for mfg. Report #1118880-2014-00032 to provide additional information received. A comment was made by the user facility that there were five incidents of valve leakage. All incidents occurred on separate dates and separate patients. However, those events were not reported to the manufacturer and no additional information was available including event dates, lot numbers, patient information or any specific event descriptions. Therefore, because it is not possible to conduct meaningful investigations or obtain sufficient information about the individual events, we are including this anecdotal information within report for reference purposes. All currently available information has been placed on file by quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #1118880-2014-00032 to provide additional information received.

Event description:
The user facility reported a leak in the valve of the introducer. Follow-up communication from the user facility reported: device was used in combination with .018 and .035 wires; the procedure was completed successfully; and the patient's condition is reported as "stable".

Manufacturer narrative:
(B)(4). The involved device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was conducted based on a review of information provided by the user facility, retained samples and manufacturing quality records. Visual inspection of retained samples from the reported lot and surrounding lots confirmed that there were no defects or anomalies. A review of the device history record indicated that there were no production related problems from this part/lot number combination. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with the dilator being inserted off-center of the crosscut valve, damaging the valve and resulting in the leakage noted. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the center of the sheath valve. Forced insertion of the dilator which misses the center of the sheath valve may cause damage, and result in blood leakage." All currently available information has been placed on file by quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).